Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective ppat pressure sensor on the servo board. In consequence (correction) the servo module (includes the servo board) was replaced. There was no patient or user harm reported.

Event description:
Tf 5505 and tf 5502 during start up. Adc11 and adc12 in the range. Test 8 with 21% (air) passing ok, with any other set of oxygen concentration (when o2 inlet valve is involve) ta 5505 is appears. Crosschange of mixer block. Main board, sensor board, esm vup wasn't helpful.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Detailed complaint and failure description: "tf 5505 and tf 5502 during start up. Adc11 and adc12 in the range. Test 8 with 21% (air) passing ok, with any other set of oxygen concentration (when o2 inlet valve is involve) ta 5505 is appears. Crosschange of mixer block. Main board, sensor board, esm vup wasn't helpful." Servo board 20 ml / s and 500 ml / s potentiometers cannot be adjusted to within range. The event occurred during start up. No harm to patient or user. Servo module cannot be calibrated (inspiratory valve). Valves move too slow. Too high / low gas flow. The malfunction may lead to various very critical consequences. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Tf 5505 and tf 5502 during start up. Adc11 and adc12 in the range. Test 8 with 21% (air) passing ok, with any other set of oxygen concentration (when o2 inlet valve is involve) ta 5505 is appears. Crosschange of mixer block. Main board, sensor board, esm vup wasn't helpful.